Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were alleging possible insulin pump under delivery for high blood glucose level. Customer¿s current blood glucose level was 308 mg/dl. Customer treated with insulin pump for high blood glucose level. Customer successfully performed displacement test but declined high pressure test. The insulin pump will not be returned for analysis.